Event description:
Patient arrived in pacu, was in pain. Nurse prepared to give patient IV pain med and before nurse could swab the port in the IV tubing, she noticed the port was defective or broken. There is a small ball in the port that had been pushed down into the port. The IV tubing was immediately replaced with new tubing and new IV solution. No harm came to the patient. We filed a similar report about nine months ago with tubing that had failed in the same way.